Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. The increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause of the iipv could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) at 09:26:22. During night drain cycle five, the patient's ultrafiltration reading was 2224ml, indicating the patient drained 1984ml more than their maximum programmed fill volume of 1200ml. No additional information is available.